Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a thermocool smarttouch sf and the patient experienced pericardial effusion requiring pericardial puncture, drain placement and extended hospitalization. Immediately after the operation, a transthoracic echo of the heart was performed, effusion was not detected. The patient was stable. Four hours after the operation, a second echo of the heart was performed, and effusion in the pericardium was detected. The pericardium was immediately punctured by the doctor on duty. The next day, the patient is in satisfactory condition, the pericardium is dry. The ablation of ischemic vt was successfully performed, there were no errors during the operation, there were no problems with the contact force of the thermocool smarttouch sf catheter. The patient did not require revision surgery or hardware removal. Additional information was later received indicating the physician¿s opinion on the cause of this adverse event was that he worked very carefully throughout the procedure, so there is no obvious assumption. No bwi product malfunction. The outcome of the adverse event was fully recovered (no residual effects). The patient required extended hospitalization, since the pericardial cavity was punctured, drainage was left until the next day, and for further observation. The patient has already been discharged. The procedural activated clotting time (act) was more than 300 seconds. No catheter exchanges occurred during the procedure. One transseptal puncture site was performed during the procedure. Force sensing ablation catheter used was the thermocool smarttouch sf. Force visualization features used included graph, dashboard, vector, and visitag. The visitag module parameters used for stability were 6mm stability and min 3 sec. Additional filter used with the visitag was minimum force 3g. Color options used prospectively was ablation index. Transseptal puncture was performed with an abbott brk needle. Prior to noting the perdicardial effusion (pe)/cardiac tamponade (CT) ablation was not performed. There was no evidence of steam pop. Flow setting for irrigated catheter used was standard flowing (15 ml/min 40-50 wt). The patient did not require cardiac surgery. Correct catheter settings were selected on the smartablate generator. No issues with flow rate changes at the start of ablation. No error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).